Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarm. Customer stated that insulin pump had scratched on the display, rainbow effect and hard to read. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that they hearing any unusual noises different from the normal rewind noises and rewind slower than it has in the past. Customer reported they received unexplained and random no delivery alarm. Customer stated that they did not received low reservoir warnings when the insulin was low in the reservoir. The insulin pump will not be returned for analysis.